Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection shows the locking feature to be in mostly good condition, there is minor deformation and indentations around the circumference of the part, outer radius has minor divots and scratches, and the scallops show damage between the scallops. No dimensional analysis was done due to this damage. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). Multiple reports were submitted for this event. Please see reports: 0001825034 - 2017 - 06982, 0001825034 - 2017 - 06983. (B)(4). Medical devices: p/n 010000897 g7 10 deg e1 liner 36mm f l/n 3934407; p/n 010000897 g7 10 deg e1 liner 36mm f l/n 3775798; p/n 010000665 g7 pps ltd acet shell 56f l/n 6018121; p/n 00625006530 bone screw self-tapping 6.5 mm dia. 30 mm length l/n 63633278. No device was returned for manufacturer evaluation. No further information has been provided. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported that during a hip arthroplasty, the surgeon was not able to seat two polyethylene liners into the cup. The procedure was completed with an additional liner and a second acetabular cup. No further information is available at this time.